Event description:
It was reported the implant inserter tip is completely missing. This event was discovered during preparation for surgery, no patient impact reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; a prodisc-c implant inserter was disassembled and missing the h-guide. Otherwise the instrument appears to be in good condition with wear associated with typical use. The prodisc-c implant inserter is a component of the prodisc-c instrument and implant set which is intended to be used in conjunction with the prodisc-c system. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine¿. The implant inserter is specifically utilized to insert prodisc-c implants after keel preparation. An appropriate inserter tip is attached to the inserter and the implant is engaged onto the implant. With the implant loaded, the inserters locking nut is tightened to firmly lock the implant into position. The implant can then be inserted into the opening under fluoroscopic control. Drawings for the implant inserter were reviewed: specifically those related to the h-guide, the spacer/retractor assembly and the top level drawings. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The drawing for the spacer/retractor assembly notes that the h-guide can be attached to the rod one of two ways: bond threads in place with epotech or laser weld the components together. The implant inserter was found to have met the drawing specifications. The product was received under the complaint condition; tip broken procedural step unknown. The instrument was received disassembled and missing the h-guide component. The returned components were able to be reassembled and appeared to function adequately. The rod where the h-guide attaches was received in good condition. The mating threads are in good condition; however no traces of adhesive are apparent. Additionally, no laser weld indications are present on the rod which is the alternate assembly method. It is likely that the instrument was disassembled for sterilization repeatedly, and the h-guide was simply lost in the process. After reviewing the related product drawings, complaint history, the design is adequate for its intended use and did not contribute to this complaint condition. The instrument was received disassembled and missing a component and is therefore confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however the device was disassembled for sterilization and the h-guide was lost. The device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date returned to manufacturer 5/9/2014. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The customer reported the inserter tip was missing. The repair technician reported the adjustment knob was detached. The item is not repairable. The cause of the issue is unknown. (Service and repair evaluation) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.